Event description:
During a right tfn procedure, the surgeon reamed the right tibia, placed the nail and took an x-ray. X-ray showed two small pieces of metal in the right tibial canal. Surgeon then checked the reamer head and found two small pieces missing from the tip. The two small pieces remain in the right tibia and the surgeon is not planning to revise the pt.

Manufacturer narrative:
(B) (6/). Lot#: this info was not provided during the initial report. Additional info has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of MFR without the lot# provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot # was provided.